Event description:
During an in-clinic follow-up, increased pacing impedance were observed on the right ventricular (rv) lead. The lead was explanted and replaced to resolve the event. The patient was stable and there were no consequences.

Manufacturer narrative:
The reported event of high lead impedance was confirmed. As received, a complete lead was returned in two portions for analysis. Electrical testing did find indication of conductor fractures but did not find any internal shorts. X-ray inspection of the lead noted the inner coil to be fractured and separated at the connector region. All other damages found are consistent with procedural damage.

Manufacturer narrative:
The reported event of high lead impedance was confirmed. As received, a complete lead was returned in two portions for analysis. Electrical testing found indication of conductor fractures but did not find any internal shorts. X-ray inspection of the lead noted the inner coil to be fractured and separated at the connector region. All other damages found are consistent with procedural damage.